Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the vessel sealer extend (vse) instrument was not responding as expected to vein. The customer was unable to seal a specific vein after 3 attempts with the vse instrument. The surgeon had been using the instrument for about 2 hours without issue prior to this. The instrument jaws were notably soiled which may have had a factor. The surgeon was able to seal/transect using a different instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Advanced technical review associated with this event was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The logs from the instrument showed that the vessel sealer extend (vse) was used for about 90 minutes. This was the only vse found to be used during this procedure. It was found a quantity of 12 vs_bipolar (aka coag) events with no errors and a quantity of 194 seal events with no errors. Nothing from the system logs points to the customer¿s complaint. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. It is likely that the user tried to seal too much tissue or there was an excessive amount of bio-debris between the jaws after that long of a use that it resulted in a sealing issue.

Event description:
Refer to h11 for follow-up information.